Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 70-year-old male patient implanted with an impella cp support due to post cardiotomy cardiogenic shock and low cardiac output syndrome. It was reported the patient experienced renal failure, kidney failure, thrombocytopenia, and is having complications with platelets and bleeding. The staff adjusted heparin as needed per protocol. The physician was concerned for heparin induced thrombocytopenia (hit), so the purge was changed to d5w with 1/2 amp sodium bicarb. The patient's hit labs came back negative. The patient also received platelets for continued low platelet count. The patient was weaned off of lidocaine drip, but patient went back into atrial fibrillation, so a lidocaine drip was started again. The patient was successfully weaned from the impella and the device explanted.